Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 1.6, reference: 4.2, mean: 2.90, confidence limits: 1.8-4.2. The mean of the inratio meter and comparative system inr were calculated. Inratio value falls outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Recent test conducted on lot # 257059 on 9/30/2011 met accuracy criteria. Test results are as follows: donor 110 = 1.4, 1.8, 1.5 inr; donor 111 = 1.7, 1.8, 1.8 inr. At least two out three replicates are within the allowable bias (+ or -0.5) of reference results for donor 110 (1.94 inr) and donor 111 (1.78 inr), respectively. No further investigation will be pursued at this time. Conclusion: analysis of the client's date from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was expected to be returned. Retain strip testing results met accuracy criteria. Root cause could not be determined from the info provided from the customer. (B)(4).

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 1.6, lab: 4.2. Less than 15 minutes between meter test and lab draw. No specific pt info given. Nurse reports having issues ever since they started using this box of strips. About 10 strips from the box have been used.